Manufacturer narrative:
This follow-up was created to document the evaluation of the returned device, corrected device information and conclusion of the investigation. A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed partial separations within abrasion on all tubes of the pump. Testing revealed none of these to be sites of leakage. Abrasion was noted on other areas of all pump tubing. Microscopic examination of the tubing detachment ends revealed them to all have uniform striation, indicating contact with sharp instrumentation. No functional abnormalities were noted with the pump or either cylinder. The information received indicated a tubing break and leakage. Because no functional abnormalities were noted with the returned components, and all tubing detachment ends indicated they had been detached with sharp instrumentation, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, fluid loss due to tubing break.